Event description:
The customer reported that while pipetting an hbsag plate on ortho summit no sample was delivered to all wells on plate bh3499 and no sample was added to wells in row b on plate bh3489 and no alarm was generated. A field service engineer was dispatched and found that the tip clamp sleeve was stuck in position 2. He replaced the clamp and adjusted the instrument and ran diagnsotic checks to ensure proper instrument function. No death or serious injury was associated with this incident.